Event description:
The customer reported that the image field of view is oval instead of round, in addition to some artifact in the image, however, the system is functional and in use. She noticed the problem in preparation for procedure but was able to complete the procedure. No patient injuries were recorded.

Manufacturer narrative:
(B)(4). The ge service rep replaced the camera, performed camera alignment, focus, and tracking. The action corrected both problems. The unit functions as intended.